Event description:
It was reported that during a procedure, the soft tissue was not resected. The cutting edge of the inner tube did not reach the tip of the outer tube. The case was completed by using a new ar-8400td. No patient harm. During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-8400td was received for investigation. It was identified using digital caliper ID: 011 that approximately 29.51mm of the torpedo shaft had been sheared from the main assembly, including the cutting tip. The breakage sight was clean, consistent with interference between the ar-8400td and a power tool. Due to the damage present, device functionality could not be achieved.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. One unpackaged ar-8400td was received for investigation. It was identified using digital caliper ID: 011 that approximately 29.51mm of the torpedo shaft had been sheared from the main assembly, including the cutting tip. The breakage sight was clean, consistent with interference between the ar-8400td and a power tool. Due to the damage present, device functionality could not be achieved.